Event description:
It was reported that the patient thought there was something wrong with her catheter because she was not getting good pain relief. The physician opened the pump pocket first, and did not notice any catheter kinks. He disconnected the pump and pulled the entire catheter, which came out of the body. He did not meet a lot of resistance. When he opened the back incision he did not locate the anchor. The catheter was replaced. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).